Event description:
It was reported that customer experienced cartridge alarm 20 during cartridge load process, despite following the prompts and having a history of similar cartridge alarms with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to use multiple daily injections if needed, while technical support arranged shipment of replacement pump.